Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Manufacturer narrative:
Use of device with ruptured aneurysms considered off-label per instructions for use. Endoleaks are a known risk of the procedure.

Event description:
On (B)(6) 2011 patient presented in emergency room with a ruptured aortic aneurysm (off label). After successful deployment of a (B)(4) bifurcated device and a 25 mm suprarenal aortic extension, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. An aortic stent was placed which resolved the leak.